Event description:
It was reported that customer received a radio frequency pic failed self test. After troubleshooting, it was advised that insulin pump would be replaced. Customer's blood glucose was 103 mg/dl. No further information provided.

Manufacturer narrative:
The insulin pump passed the self test and the displacement test with no alarms. The insulin pump was received with minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.